Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please updates to d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no image appears when scope was connected. The issue was found during set up for an unspecified procedure. No harm reported.